Event description:
Customer doesn't feel the device is reading correctly. The device was used to test a pt and the result was 376mg/dl and a lab result was 244mg/dl. The device was used to test a second pt and the result was 509mg/dl and the lab result was 292mg/dl. A third pt was tested and the result was 550mg/dl and the lab result was 375mg/dl. No treatment was given to the pts based on the device. The pocc called and he feels it has to do with nurse education, not the device. Controls were in use, but no values were provided. A request was made for the return of the suspect device. The customer declined replacement.